Event description:
During procedure with the rotablator device, while wiring a distal circumflex before any burr had been passed, the guide wire tip broke inside the pt. Attempts to retrieve of the guide wire tip were unsuccessful; therefore, the guide wire tip was stented against the wall of the vessel. No further complications were noted and the pt was reported in good condition.